Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. During the procedure the needle pulled off the suture. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: em2783, gc2242, em2783.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Results were below the specification for needle pull-off. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.